Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that to the rep's knowledge, no surgery had occurred as of yet. No further complications were reported.

Manufacturer narrative:
Section 'concomitant' information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient fell on ice and their stimulation had been shocking them since then. Their ins was currently discharged because they were still experiencing the shocking issue after two reprogramming sessions. X-rays showed that the leads migrated from t8 to t12. The healthcare provider (hcp) mentioned explanting the ins and possibly performing a buried lead trial if the patient wanted to but otherwise the plan was to simply explant the system. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell in (B)(6) 2018 and landed pretty hard on the device. The rep said all the stuff in the patient's pockets came out. The patient reported an intermittent shocking sensation at the lead location site that radiated down both sides of his body. The patient would feel a strong shocking sensation that would last about a half an hour with and without stimulation on. The shocking happened in all positions: sitting, walking, or going into the store. The patient kept stimulation off for about 2 months and still has felt a slight tingling sensation like the stimulation is on, but not it was not a shocking sensation. The patient turned stimulation on sometimes when they needed it. Impedances were checked at 0.7 v and all pairs were >10k ohms. Impedances were re-checked at 3v and the highest impedance on contact 8 was 8027 ohms and the lowest impedance was on contact 6 at 6656 ohms. The rep said there were no out of range impedances when tested at 3v. Palpation was performed and at the lead location with stimulation on and off and the patient had no shocking sensation, just soreness. The ins pocket was palpated with stimulation on and the patient felt the stimulation increase. The patient had tingling, but he did not have shocking. The patient reported a mild tingling sensation felt down to the left leg that felt like stimulation increased. With stimulation off, the patient said it was uncomfortable to press on the ins. The patient felt tingling and felt like stimulation was on, but he did not have any shocking sensation. The patient reported the intensity felt less and down their left leg. The patient was suggested to follow up with the hcp for an x-ray. The patient also reported that the battery capacity has declined since the fall. The patient had been charging 2-3 times per week before the fall. The patient is charging the same amount, but he has kept stimulation off. The patient still got all 8 coupling bars and it takes a couple of hours to charge to full from 50%. The patient declined any further troubleshooting and was more concerned about the shocking sensation. No further complications were reported.